Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 21-aug-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "during this morning's daily grind [an excoriation, or circumscribed removal of the superficial layers of skin or mucous membrane] in the burn ICU [intensive care unit], it was reported that a patient retained a portion of a cortrak duotube. The nurse had to advance the tube yesterday, (B)(6) 2025. After a kub [kidney, ureter, and bladder] was obtained and read, the primary rn [registered nurse] received okay to use orders at 1628. Following shift change, the foreign body was identified by the radiology team. The radiology team called the results to the primary team. [The medical doctors] came to the patient's bedside around 2100. The tube was discontinued, and the tip was not intact. The patient is going to the gi [gastroenterology] lab this morning for retrieval." There was no reported injury. Additional information received (B)(6) 2025 noted patient was taken to endoscopy to retrieve the tube. The patient was stable, no known injury. The device break occurred approximately 18cm from the tip of the tube. There was no difficulty reported with tube insertion, the tube was flushed prior to stylet removal. The tube was in place for 14-days and was used for continuous feedings. The patient was receiving 75cc/hr of two cal tube feeds; no thick or blended feeds were used. The device was used for oral and crushed medications, no oils or oil-based medications were administered, no mct [medium-chain triglyceride] was oil used in the device. The tube was flushed upon initial assessments, pre, during, and post medication administration, and after periods of when the tube was being clamped. The device was flushed manually with a 60cc syringe. There was no history of clogging reported prior to the device break.

Manufacturer narrative:
H6 investigation findings: cause traced to user. The subject sample provided was evaluated confirming a ballooning area with an axial split a split/tear identified approximately between the 18cm and 17cm marking. At the 18cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in half causing a separation of the tube into two pieces. The distal end of tubing experienced slight resistance when flushing, after a few attempts creamy brownish substances were also flushed out of the tube. The root cause of the reported issue seems to be a user related problem since as per the instructions for use (IFU) vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 15-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.